Manufacturer narrative:
Device history record reviewed. Device history record showed device was made to specification. Visual inspection found traces of friction on 2/3 of the sphere most likely due to contact with the baseplate after disassembly. Review of post-operative radiographs show incorrect impaction of the glenoid sphere o the baseplate. Securing screw was not completely screwed in, due to incorrect impaction. Device was incorrectly impacted resulting in the securing screw not completely seating resulting in disassembly. This is the initial report submitted regarding this surgical event and medical device.

Event description:
Disassembly of the glenoid sphere at three months post-operative. Revision surgery required.